Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that a micl12.6, -7.5 diopter, was implanted on (B)(6) 2017 and then removed and exchanged on (B)(6) 2017 as a result of shallow angle and normal intraocular pressure. It was reported that there was no patient injury during procedure. In the surgeons opinion the lens malfunction. The lens was exchanged with with a same model and diopter lens.